Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the pressure line of an rt324 infant continuous flow breathing circuit became loose during use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: the complaint pressure line of the rt324 infant continuous flow breathing circuit kit was not returned to fph in (B)(4) for inspection; however, the distributor returned a sealed sample from the same lot of the actual breathing circuit kit involved in the reported incident. The returned breathing circuit kit was visually inspected. Results: no physical damage was observed to the returned breathing circuit kit. All connections and port caps were also found to be tight. A lot check revealed no other complaints of this nature for lot number 121107. Conclusion: no fault was found to the returned breathing circuit kit as the reported fault was not replicated during inspection. All infant breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. Our user instructions which accompany the rt324 infant continuous flow breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm."

Event description:
A distributor in (B)(4) reported to a fisher & paykel healthcare (fph) field representative that the pressure line of an rt324 infant continuous flow breathing circuit became loose during use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt324 infant continuous flow breathing circuit from the distributor. We will provide a follow-up report once we have received the device and completed our investigation.